Manufacturer narrative:
A review of the device history record (DHR) for lot number 829232x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) unpackaged sample was provided for evaluation. The sample returned contained one (1) syringe and a light blue tip cap. The tip cap provided was not a component supplied to the customer for use with this product. Visual inspection observed a dried brownish substance was inside the syringe barrel on the face of the rubber tip, most likely remnants of the medication that once filled the syringe. Inspection of the luer tip found that it was broken off near the base of the barrel face and the luer tip was found to be inside the light blue tip cap returned with the sample. This syringe is intended to be a single use syringe and is not qualified to be used as a prefill syringe. A root cause analysis was conducted. A root cause could not be identified. However, the use of the light blue tip cap suggests that the syringe was prefilled prior to use and that an accessory not made for the product was used by the customer. The reported customer complaint is confirmed. A root cause could not be determined. A probable root cause was identified as the syringe was prefilled prior to use and an accessory not made for the product was utilized by the customer. No corrective or preventative action is required at this time. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when the protective cap was removed from the luer end of the syringe, the luer tip broke off inside the protective cap.